Event description:
It was reported to philips that the device's charging capacitor requires replacement. It is unknown if the device was being used on a patient at the time of the issue. It is also unknown if there was an adverse event to a patient or user was reported.

Manufacturer narrative:
It was reported that the device's charging capacitor requires replacement. It is unknown if the device was being used on a patient at the time of the issue. It is also unknown if there was an adverse event to a patient or user was reported. The customer evaluated the device and received remote support from the customer care solution center, during which a therapy capacitor was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.